Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: femoral component - unknown. Visual examination of the provided pictures shows explanted screw, locking bar and tibial bearing. The screw noted be worn on the sides. However, additional evaluation cannot be performed as the product was not returned. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Implant date : 2020. Concomitant medical products: unknown - unknown tibial component - unknown, unknown - unknown tibial locking bar - unknown, unknown - unknown articular surface - unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the hospital discarded the device. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a revision procedure approximately 2 years post implantation due to the femoral screw backing out of the stem. Attempts have been made and no further information has been provided.